Event description:
Customer reports she was unable to insert a strip into the active strip and therefore unable to perform a test. Customer subsequently felt hypoglycemic and had to be given juice by a neighbor. No medical attention sought or received. Requested return of the suspect system and a replacement was sent.